Event description:
It was reported the patient's ipg site is swollen. The patient has lost over 200 pounds since implant and the ipg site is tender and the ipg is superficial. Surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.